Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, eccentric, 99% stenosed, de novo, proximal left anterior descending artery, during the first predilatation inflation with the 2.5 x 15 mm voyager balloon catheter, the balloon ruptured at 8 atmosphere (atm). The procedure was completed using a vision stent and confirmed with intravascular ultrasound (ivus). It was noted that no additional pre-dilatation and no post-dilatation were performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.